Manufacturer narrative:
The subject devices have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The device instruction manual has warned users that "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instruction. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage." A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00388.

Event description:
Olympus medical system corp. (Omsc) was informed that during polypectomy, the two devices were used and the clips could not release once deployed. The event was unspecified but there was no report of patient injury regarding this report.